Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient experienced hypoglycemic injury following poor patch adhesion. The patient experienced poor patch adhesion after bathing, resulting in the sensor becoming unadhered. As a result the patient did not have cgm readings, alerts, or alarms. It was not reported how long after the patch became unadhered the patient developed symptoms. The patent was not monitoring their blood glucose by alternate means following poor patch adhesion. The patient experienced hypoglycemia with coma. The girlfriend provided baqsimi 3 mg twice during the episode prior to emergency medical services arrival. The patient was taken to the emergency department and discharged the same day. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.